Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient could not get the communicator to connect to the battery. The manufacturer representative (rep) met them in the office on (B)(6) 2025 and went into the my therapy app. It connected but then pulled up a screen stating "end of service. Therapy has stopped. Replace the internal device to continue therapy. End session." The rep then tried to go into the clinician app. And it pulled up the same message and the rep was unable to run an impedance check. The cause of the issue was unknown. They normally had amplitude set around 1.5ma, but they had to start increasing it as their mother was not feeling the stimulation. She finally felt it around 4.5ma and they left it there for only about 1 month and when they went back to connect to her device, the amplitude dropped down to 1.0ma, without them doing anything.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that their battery was replaced on (B)(6) 2025 and is expected to be returned for analysis.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: (B)(6)) concluded that the returned device had a total lifespan of 1.50 years. This falls just under the estimated range of 1.9-7.6 years, before adjusting for pulse width settings 113% higher than default. It is reasonable to conclude that the battery depleted as expected from normal use, no further investigation is warranted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.